Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient alleged being without therapy for approximately a week due to failure to recharge the scs system for about a month and a half. Reportedly, the ipg would no longer communicate with external devices as well as the patient programmer showed an error message. Subsequently, the ipg was deemed inoperable . Surgical intervention was scheduled as the next course of action. Follow-up identified surgery took place wherein the original ipg was explanted and replaced with the new model. Therapy was restored postoperatively and the issue resolved.